Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had twiddler's syndrome and was flipping the ipg within the pocket causing the extensions to wrap around the ipg resulting in low impedances. Surgical intervention was undertaken (B)(6) 2024 wherein the ipg and extensions were explanted and replaced to address the issue. Therapy was restored post procedure.